Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to pocket infection and an infected right ventricular (rv) lead. The patient requested do not resuscitate status and chose not to receive a replacement system. No further patient complications have been reported as a result of this event.